Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 1-nov-2016, a technical support specialist (tss) addressed the reported event where the customer informed that they ca-125 failures. Rerun of thawed samples on 10/29, results are 105.7/343.7. Qc on 10/29 is 2 diff lots of br, l1=23921, l3=19993 l1 23921=51.7 pi target mean is 50.8, no peer data l3 19993=326.3 peer sept is 345 monthly, 333 cum on 8-nov-2016, called to follow-up and discuss results with customer.no further action required. The probable cause of the event was possible sample issue.

Event description:
On (B)(6) 2016, a customer reported ca 125 api proficiency testing (pt) failure, one result out high with their aia-900 analyzer. (B)(6). The customer is unable to run ca-125 patient samples. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting ca-125 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.